Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that treads were broken. It did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that treads were broken. It did not happen in surgery". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found its threaded tip stripped. Additionally, the overall device surface had signs of usage. No other anomaly was noted. Stripped condition could be consistent by exposure to unintended forces, such as repeated impaction forces while the mating device was not fully threaded or by being in a misaligned position. As per IFU-501224297, under section: care and maintenance functional testing, a sequence of steps must be followed when attaching to the surgical impactor. Additionally, specifically advises: "ensure threads are properly engaged to prevent damage from cross threading. Although no broken condition was found, the reported allegation can be confirmed as the observed failure mode prevents the device to work as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the kincise 1 emphsys strght impct would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added; d9 corrected: h3.